Event description:
Additional information indicated that the cause of the out of range impedance measurement was not determined. This patient will be monitored. No adverse patient effects were reported.

Event description:
Boston scientific received information that an alert was detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system as it exhibited high out of range shock impedance measurements. A boston scientific technical services (ts) consultant discussed troubleshooting. This ICD and rv lead system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.